Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent low blood glucose (bg) levels (value not provided). Dex 4 was used to address the bg level and required assistance from family members with the treatment. The customer did not know the cause of the low bg. The customer reported to have had low bg issues prior to using the pump. The low bg events were discussed with a clinical diabetes specialist (cds) and afterward, the cds reported that the customer was doing fine and had no further questions.